Manufacturer narrative:
D6a and d6b: added implant and explant date.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controller (aic) had a controller failure alarm. A new aic was used and support continued. The patient's outcome is stable. This report represents the automated impella controller used with an impella 5.5. Separate report(s) will be submitted for associated devices with reportable events.